Event description:
The patient reportedly had a 300 mg/dl blood glucose result, tested positive for ketones, and was feeling tired. The patient's blood glucose was corrected and an hour later, the bg dropped to 291 mg/dl and the patient no longer had ketones. The patient did not receive any other forms of medical intervention. Troubleshooting was performed with the animas customer support representative. The pump settings were confirmed to be correct. The animas cs noted that the bolus totals for (B)(6) 2011 did not add up correctly. There were no issues with the patient's infusion site; however, the patient has not changed the infusion site in 2 days. Patients are generally advised to change the infusion site after obtaining 2 consecutive unexplained high blood glucose results. The patient has not had any changes to her medications and no recent illnesses; however, the patient's mom stated the patient has an issue with sneaking food. The patient also has a history of erratic blood glucose levels. This complaint is being reported because the patient allegedly developed elevated blood glucose levels with ketones, possibly due to use error (not changing out the infusion sites). This complaint is also being reported because the bolus amounts from (B)(6) 2011 were not correct. A replacement pump was sent to the patient.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.